Event description:
The customer reported that she experienced high bgs (500mg/dl) within four hours of activating a new pod. She removed the pod and noticed that the cannula had not deployed. No alarm was reported and no additional info was provided about the event. The pod will be returned for eval.

Manufacturer narrative:
The product was not returned, so no eval is possible. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". The user failed to note this condition which would be visible through the viewing port upon pod placement if labeling is followed. It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.